Manufacturer narrative:
Manufacturer reference number: (B)(4). Incident date was not provided. UDI not provided. Re-processing information not provided.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was abnormal uterine bleeding, dyspareunia, dysmenorrhea, and stress urinary incontinence. The procedure performed was a transvaginal hysterectomy, mccall enterocele repair, and mesh vaginal sling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: abnormal uterine bleeding, dyspareunia, dysmenorrhea, stress urinary incontinence procedure (s) performed: transvaginal hysterectomy, mccall enterocele repair, urotex vaginal sling lot sfb00134 complications post implant placement: (B)(6) 2006: urinary retention ¿ underwent mesh revision for urinary retention under general anesthesia.